Manufacturer narrative:
During site visit by abbott field service (fsr), the alinity (B)(6) processing module was inspected, and performed troubleshooting included part replacement. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Per labeling review, alinity c calcium package insert adequately addresses sample preparation and handling and ensure consistency in results. Based on the investigation, no product deficiency was identified for alinity c processing module, serial number (B)(6).

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2021-00612-01 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=0.71 mmol/l /repeated on another alinity=2.27, and 2.31 mmol/l. Reference range for calcium= 2.10 to 2.25 mmol/l. There was no reported impact to patient management.